Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) closure procedure using a 9f amplatzer talisman delivery sheath. During procedure, an attempt was made to place the device but the entire disk continued to deviate to the right atrial side during right atrial deployment. The deformed device was never released from the delivery cable while inside the patient. The device was then changed to a new 35-25mm amplatzer talisman pfo occluder, but the same situation persisted, leading to the termination of the procedure. The deformed device was never released from the delivery cable while inside the patient. There was no adverse patient effect. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. There was no clinically significant delay in procedure and no adverse patient effects. There was no adverse patient effect.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.